Manufacturer narrative:
UDI: (B)(4)- the device manufacture date is currently unavailable. Therefore, the UDI is incomplete. The manufacturing location is currently not available. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from the (B)(6) that upon opening and inspecting the battery reamer/drill device, it was discovered that the trigger was sticking and would not return to the default off position upon release. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the trigger button was found to be slightly rotated about 30° degrees and it became jammed once it was pressed to the end position. As a result, the magnet of the trigger did not approach the hall sensor enough and the device did not perform according to specifications (maximum speed could not be reached). Therefore, the reported condition was confirmed. It was further determined that the trigger was blocked in depressed position. It was further determined that the device failed pretest for trigger test, check trigger and ecu (electric and control unit) function and function test forward and reverse. It was further determined that the function test could not be performed. It was determined that evidence suggested that the handpiece was damaged due to dropping/improper storage/transport/wrong positioning in the washing basket. The assignable root cause was determined to be due to improper handling which is misuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI:(B)(4). Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 08/24/2018. The manufacturer location was unknown in the initial report. The location has been updated to oberdorf. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.